Event description:
The customer stated that he was hospitalized due to hypoglycemia. The customer stated that he ate poorly, went to sleep, and subsequently suffered low blood glucose. The customer stated that he has determined what the problem was and corrected it. Therefore, he declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.